Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose values ranging from approximately 300 to 344 mg/dl after back surgery, including a period when the pump was disconnected for approx. 24 hours; troubleshooting indicated potential infusion delivery issues, and the user was guided through replacing the infusion set and subsequently performing a full set and cartridge change, after which insulin delivery was resumed and glucose trended down. Symptoms included sustained high blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization, with glucose subsequently returning to normal range. Investigation included guided device troubleshooting, infusion set replacement, and a full cartridge and set change, followed by monitoring. Investigation of this case revealed that hyperglycemia was associated with an interruption in therapy and suspected infusion set or cartridge delivery limitation that resolved after full replacement and system restart. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-related factors leading to interrupted insulin delivery that were corrected through standard troubleshooting and education.